Event description:
Patient was taken to cardiac catheterization lab for a right and left heart catheterization and coronary angiogram via right femoral artery and right femoral vein. Langston coiled up on itself while in the ascending aorta. Langston was pulled back into the common femoral artery but could not be straightened. The catheter could not be advanced or retracted and a wire could not be advanced through it. Attempts to snare the catheter were unsuccessful, and the patient was brought to the operating room where the catheter was successfully removed. No further patient impact was reported.